Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while traveling after initial pump training and decided to disconnect from the pump pending additional training; they requested guidance on unpairing a g6 sensor and transmitter from the pump, were instructed to shut down the pump, and were advised to contact the cgm and pump manufacturer for pairing assistance. Symptoms included hypoglycemia with a recorded low of 40 mg/dl. Outcomes included user-initiated pump discontinuation and ongoing coordination with their trainer for next steps, with continued interest in using the pump. Investigation included complaint intake, user counseling on device operation, and referral to the cgm and pump manufacturer for connectivity support. Investigation of this case revealed no device malfunction identified by beta bionics, and the cause of the hypoglycemia remained unclear while the user was traveling and early in training. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.